Manufacturer narrative:
Date of initial report: 09/09/2009. The antennas were discarded at the site, so, no evaluation of them is possible. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that following a percutaneous microwave liver ablation, a 3rd degree burn occurred between the two antennas on the surface of the skin. The procedure used 2 antennas, 2 cm apart at the surface and at least 1.5 cm apart all the way into the tumor. The lesion itself was on the edge of the liver close to the skin. Both probes were in the patient about 5.5 cm. The ablation zone of the antenna was completely buried in the liver, roughly 2 mm before the edge of the liver. The procedure lasted 10 minutes at 45 watts. The ablation was successful and the patient has recovered.